Event description:
The user facility reported that a patient attempted to reposition herself on a hausted mbc chair as she lay unattended and unrestrained while in a fully reclined position. The chair tilted when the patient attempted to reposition herself, allowing her to shift position and as a result hit her head on the wall. The patient received an ice compress and x-rays; the x-rays identified no serious injury. The patient reported that she had headaches for four days after the event. Steris contacted the facility for additional patient information, however no information was provided.

Manufacturer narrative:
A steris technician inspected the chair and found it to be in proper operating condition. The cause of this event is that the user facility staff did not restrain the patient as outlined in the equipment operator manual (pp. 3-1): "patient should be secured with restraint straps when left unattended in a fully reclined position". In-service training on proper usage and operation of the chair was offered, however the user facility declined.